Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit showed that the lock had rotational and lateral movement and was covered in residue; thus, not allowing the lock to fully engage. The index knob and the lock needed new components added to replace worn internal parts, and unit needed machining to have heli-coils added to large starburst threads. To resolve all issues, new components were added to replace worn internal parts, and general cleaning and maintenance performed. Root cause - complaint confirmed via inspection of the unit. Probable root cause is routine use/wear of the unit and lack of proper maintenance. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility's surgeon reported that the mayfield modified skull clamp (a1059) was slipping. Additional information has been requested in relation to patient impact and surgical delay.